Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that the monitor's holster strap was rubbing against an existing incision, resulting in the incision becoming infected. It is unknown whether the patient required medical intervention. The medical outcome of the infection is unknown.